Manufacturer narrative:
Investigation pending. As of today, products associated to this complaint have not yet returned.

Event description:
Caller alleged discrepant results (precision). With 1 pt. 1st=0.9, 2nd=1.1. Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. With 1 pt. Results as follows: meter-inr : 1.5, lab-inr: 1.4. Also has observed many nnn errors with more than one lot of strips.